Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It was reported that the product just stopped working during testing before the operation. Event occurred before surgery, no harm and no delay. No impact to graft. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair product evaluation: product review of the electric dermatome sn (B)(6) by zimmer-taiwan on 13 april 2020 revealed that the unit would turn on then stop. The motor, switch, bearings, o-ring, seal, and reciprocating arm needed to be replaced. Product repair: repair of the device was performed by zimmer-taiwan on 13 april 2020 which included replacement of the following: motor, switch, bearings, o-ring, seal, reciprocating arm the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.